Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/22/2015. The fse found that the pinch valve actuators for the differential mixing chamber were broken. The fse replaced the actuators, which repaired the voteouts and the flags. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that there were intermediate differential voteouts and r-flags on patient samples run on the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.